Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this incident occurred when the forceps elevator was exposed to high temperatures due to some factor during use of the device and endo therapy accessories. The event can be detected/prevented by following the instructions for use which are stated in: chapter 3 preparation and inspection, and chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.